Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door occasionally clicked and failed because the latch cables were loose. A field service engineer corrected the connections to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, tower door 4 failed. The malfunction occurred when a user tried to issue medication to a patient, without causing any delays to patient care. There were no adverse events or injuries reported based on this event.